Event description:
It was reported that a pt presented in clinic with noise on the ventricular channel. The noise was reproducible in clinic. The pt did not receive therapy. The physician will extract the lead.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.